Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging itchiness around nose, nasal or throat irritation or soreness, cough. There was no report of permanent or serious patient harm or injury.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleging itchiness around nose, nasal or throat irritation or soreness, cough. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's product investigation laboratory on 02/27/2023 for further investigation. The device was evaluated on 06/30/2023 as per the internal and external inspection unknown brown debris consistent with keratin found in modem inlet, brown debris consistent with keratin found in the inside of the bottom panel, unknown white dust found on top of blower and inside blower box. Pil used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which still suggests that the source of contamination was external to the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging alleging itchiness around nose, nasal or throat irritation or soreness, cough related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.  Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.  Section h6 updated in this report.